Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient post operation was feeling unwell due to a possible perforation. Interrogation was done and showed the lead had no capture at the maximum voltage. The lead remains in the patient and a new lead was added. No further patient complications have been reported as a result of this event.